Manufacturer narrative:
(B)(4).

Event description:
Dexcom became aware on (B)(6) 2016, that on (B)(6) 2016, there was a detached applicator deployment needle. The sensor insertion was at the arm. There was no report any injury or medical intervention. No additional event or patient information is available. A photograph was provided by the patient and reviewed for evaluation on 08/17/2016. Complaint for a detached applicator needle could not be confirmed. The root cause could not be determined post investigation. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the applicator was fully deployed. The needle and cannula were safely housed inside the applicator body. The sensor wire was not attached. The customer complaint was not confirmed as there is no visible damage to the applicator. A root cause could not be determined.